Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl. Customer stated that the cannula was bent. Customer also received a no delivery alarm every time they bolused. Customer's blood glucose readings at the time of the call were 300 mg/dl and have treated with the insulin pump. The drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.